Manufacturer narrative:
The scope was returned to the service center for the reported "broken and failed leak test". A visual inspection was performed on the scope and found the bending section skeleton was protruding out from the bending section cover. The bending section damage is approximately 70mm from the distal end side, which also failed the leak test from the multiple cuts on the cover. The bending section cover was removed in order to reveal the extent of the damage. The bending section skeleton was noted to be fully separated producing sharp edges near the insertion tube side. All twelve bending section support pins were receding into the channel. Further finding¿s include a missing portion of bending section cover glue at distal end side(approximately 70 percent) which was not returned for evaluation. Based on the evaluation, the cause of the broken bending section skeleton is potentially attributed to excessive force and/or stress from handling. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The manufacturer was informed that the scope was "broken and failed the leak test" during reprocessing. There was no patient injury reported.